Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user contacted customer support during a supply change, reporting that they were unable to complete the ¿do you see drops¿ sequence because the button did not respond when pressed. Device will be replaced as the issue was unable to be resolved during the call. No symptoms, external assistance, or medical intervention occurred.